Manufacturer narrative:
Initial reporter title: team leader endoscopy unit. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on january 06, 2020 that an ultraflex esophageal ng proximal release uncovered stent was implanted in the oesophagus during a stent placement procedure performed on (B)(6) 2019. According to the complainant, on (B)(6) 2019, it was felt that the stent did not stay fully open. The patient was re-scoped and it was confirmed that the stent failed to expand and was not fully open. The physician tried to expand the stent using a dilatation balloon catheter and then it opened with the use of rat tooth forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.